Event description:
The customer received questionable ethanol gen.2 (etoh) results for one patient on their c501 analyzer. The customer received two false negative results (0 per mille) in a patient sample with a very high concentration (more than 4 per mille) that were reported outside the laboratory. The first result was 0.001 g/l accompanied by a data flag and the second result was 0.002 g/l accompanied by a data flag. After three hours, the sample was tested again at the original site and another laboratory and was found to have a high concentration. The repeat result was 4.560 g/l and 4.412 g/l. It is unclear which result came from which laboratory and clarification was requested. An additional result was provided of 3.015 g/l. It is unclear if this result was from the patient's sample and clarification was requested. The patient was admitted to the hospital suffering from a coma from alcohol. The detoxification therapy treatment was delayed three hours due to the false negative results. Although treatment was delayed because of two false negative results, the treatment was apparently effective and the patient was discharged the day after the event. The fact that the patient was released from the facility the day after the event suggests that appropriate and sufficiently timely intervention was administered, and although the patient's condition upon release was not specified, the brief stay in the facility suggests successful treatment and a good outcome without serious injury which would have required longer hospitalization. The etoh reagent lot number was 659290 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
The customer has provided additional information. The patient's result of 3.015 g/l was the result of the original, negative sample that was measured three hours after the discrepant results. The result of 4.560 g/l was from a new blood draw taken from the patient. The result of 4.412 g/l was the repeat result from the new patient blood draw. A definitive root cause could not be determined with the information provided. The affiliate stated a technician had been on-site and an instrument related factor could be excluded.